Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 1494 - indication for use the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, it was not possible or very difficult to advance the thumb advancer to split the sheath, the sheath was not split completely and clip deployment was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Unused, sterile starclose devices were returned for evaluation. Functional testing was performed and no manufacturing or abnormal observations were detected. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. The reported IFU violation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.